Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report number 1627487-2019-13920. It was reported that patient experienced ineffective stimulation. Stimulation programs were changed from burst stimulation to tonic stimulation which used higher parameters. The implantable pulse generator (ipg) then prematurely depleted which the physician attributed to the use of the higher parameters. Replacement procedure undertaken during which the lead was disconnected from the ipg and the ipg was explanted and replaced. The lead was left disconnected and a new lead was implanted and connected to the replacement ipg. There were no complications during the procedure. Patient was stable.